Event description:
The customer reported being hospitalized due to high blood glucose of 372mg/dl, and she was treated with manual injections. The customer state that she was feeling thirsty and feeling sick prior her admission. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.